Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were returned - product evaluation in-process. Most likely underlying root cause is pending investigation completion. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the ketone test strips. Customer stated that when he had opened the vial, the ketone test strips had been grey in color. Customer had purchased two vials of the test strips; only one vial had been discolored grey. The package had not been open or damaged when received by the customer. The test strip lot manufacturer¿s expiration date is 12/22/2021 and the customer was using the product out of the package for the first time. The customer declined to perform a urine test during the call. The customer feels well and did not report any symptoms. Medical attention related to the use of the product was not reported.

Manufacturer narrative:
Sections with additional information as of 30-jul-2021: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: ketone test strips were returned for evaluation. Product testing was performed and defect found: physical defect of strips - discolored grey pads. Root cause: rc-061: storage outside specifications.